Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced an issue with their insulin infusion set where insulin was not coming out from the cannula tip but from the side of the tube. This led to hyperglycemia, with blood glucose levels reaching about 520 despite bolus delivery. The event occurred on 31 jul 2024. The cannula and tube might have dislodged, so the patient replaced the set, which helped recover blood glucose levels. An insulin flow blockage was suspected, and a self-test was conducted successfully. Possible causes for the high blood glucose despite insulin delivery include poor placement conditions, air bubbles, or drug efficacy issues. No further information available.